Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient called in to have their device checked because they hadn¿t been seen in a few years and they felt that they weren¿t getting the relief they needed. An impedance check was performed and electrodes 0, 1, and 2 all had impedances of over 10000 ohms. The device was reprogrammed to electrodes 3 ¿ 6 and the patient was satisfied. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the high impedances were unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.